Manufacturer narrative:
Additional information obtained via email correspondence stated that the implant coil was placed entirely within the treatment site.

Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issuesrelevant to the complaint that occurred during manufacturing of the device. The device was not returned to the manufacturer for analysis as it was discarded at te user facility. The alleged product issue cannot be confirmed. The instructions for use (IFU) identifies premature coil detachment as a potential complication associated with use of the device.

Event description:
It was reported that an embolization coil implant became detached within the microcatheter during advancement. There was no reported patient injury or intervention.